Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa it was reported that approximately 2 years and 1 month later , the patient was diagnosed with a chronic kidney disease. The patient's egrf levels declined greater than 20 percent compared to the value at the time of implant two years ago. The site assessed the event as possibly related to the device, index procedure and an underlying condition and or disease.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c93e, serial/lot #: (B)(6), ubd: 02-apr-2025, UDI#: (B)(4) ; product ID: etlw1616c93e, serial/lot #: (B)(6), ubd: 04-may-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the description of the reported adverse event has been updated from chronic kidney disease to renal function decline. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.